Event description:
Customer contacted haemonetics on (B)(6), 2009 reporting that the ground fault was being tripped on their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Evaluation confirmed the reported problem and also verified that the unit had a large blood spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).